Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.